Manufacturer narrative:
Additional information : describe event or problem, relevant tests/lab data, other relevant history. Correction - describe event or problem. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that lesion 1 was located in the mid rca instead of the saphenous vein graft located in the distal rca. Lesion 2 was located in proximal rca, not a saphenous vein graft to the proximal rca as previously reported. The two study stents were overlapping. In (B)(6) 2011, the patient presented to the emergency room with atypical chest pain instead of chest pain previously indicated. The patient was noted to be hypotensive and was transferred to another hospital for further evaluation and treatment. The rca was treated with a 2.75x28mm promus stent slightly overlapping a 3.0x28mm and 3.0x23mm promus stents. Residual stenosis was 9%. The event was considered resolved without residual effects and the subject was discharged 1 day later on aspirin and prasugrel.

Event description:
(B)(4). Same case as: 2134265-2011-00481. It was reported that post a stenting treatment procedure, the patient experienced restenosis. Lesion 1 was a saphenous vein located in the distal right coronary artery (rca). The lesion was 95% stenosed, 2.75mm in diameter and 36mm long. The lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Residual stenosis was 9%. Lesion 2 was a saphenous vein graft located in the proximal rca. The lesion was 95% stenosed, 2.75mm in diameter and 18mm long. The lesion was treated with direct stent placement and a 2.75x20mm taxus liberte stent. Residual stenosis was 9%. The patient was discharged 1 day later with aspirin and prasugrel. In (B)(4) 2011, the patient developed chest pain. Coronary angiogram revealed 80-90% restenosis of both taxus liberte stents in the rca. A target vessel revascularization was performed. Post-procedure residual stenosis was 9% with timi 3 flow noted. The event was considered resolved with residual effect and the patient was discharged 2 days later.